Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) had a ventricular tachycardia (vt) arrhythmia. Anti-tachycardia pacing was provided appropriately but was ineffective. A shock was delivered and slowed the vt arrhythmia but did not terminate it. Subsequently, the vt arrhythmia spontaneously self-terminated. Technical services advised the amplitude is quite low and there was a complete morphology change. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.